Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had no act button response due to corroded keypad traces. The functional tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, a scratched reservoir tube window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 160 mg/dl. No significant events leading to the alarm were observed. The customer also reported a no delivery alarm, which occurred prior to the button error alarm. Troubleshooting was not possible due to the device being locked. Advised replacement of the insulin pump. Nothing further reported.